Manufacturer narrative:
On 30-nov-2021, it was found that the incorrect procedure type was reported on the initial report. Manufacturer's reference number: (B)(4). The procedure type was reported as breast reconstruction on the initial report. However, the correct procedure type is primary breast reconstruction.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast reconstruction with a 495cc mentor memoryshape breast implant and experienced postoperative right-sided infection. As a result, the patient underwent unilateral removal without replacement on (B)(6) 2018. On (B)(6) 2018, the patient underwent unilateral implantation with a 440cc mentor memoryshape breast implant (catalog #: 3341252, right serial #:(B)(4) ). The patient dob was estimated as (B)(6) based on available information.